Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to the emergency room with a vt episode. No hv therapy was delivered because the rhythm was below the rate cut off setting. The physician elected to give the patient a commanded shock and make programming changes.